Manufacturer narrative:
(B)(4). The events of vision abnormalities, high intraocular pressure, glaucoma progression, inflammation, iritis, hyperemia, and corneal edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
A clinical study patient with an implanted xen 45 gel stent in the left eye experienced the events of anterior chamber inflammation, hyperemia of conjunctiva, and corneal edema a few days after a device implant. Roughly three months after the implant, the patient was hospitalized due to the glaucoma and ametropia binocular. Patient was in the hospital from (B)(6) 2020 to (B)(6) 2020. The left eye received a subconjunctival injection and an iop test noted iop was 18mmhg. The fellow right eye received a trabeculectomy and peripheral iridotomy. Further treatment was noted as azopt eye drops. The next day, the healthcare professional noted iop in the right eye was 21mmhg. The following day, patient experienced conjunctival congestion. Events have since recovered/mitigated.

Manufacturer narrative:
Health effect - impact codes: (B)(4).

Event description:
Additional information was received noting the patient also experienced an event of mild intraocular pressure in the left eye 40 days after the implantation. Event was treated with medication and recovered/resolved 6 days after onset.

Event description:
It was noted that the patient had a history of ametropia binocular. The reported event of ametropia binocular is not device related. Further information was received further describing the event of conjunctival congestion as "slight bulbar redness".

Manufacturer narrative:
Corrected and additional information: b.5.